Manufacturer narrative:
Additional method code - manufacturer device history records were reviewed. Review of the device history records for the generator revealed all specifications at the time of manufacturer were met prior to distribution.

Event description:
The generator was received after explant, and product analysis was completed and approved on (B)(6) 2015. The pulse generator diagnostics were as expected for the programmed parameters, and a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery was measured at 3.105v and showed an ifi=no condition. However, a review of the internal memory locations within the generator verified the existence of an error in calculating the device's battery voltage. Other than the noted event, there were no performance or any other type of adverse conditions found with the pulse generator. The error in calculating the device's battery voltage has been previously investigated, and it was determined that due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of a small subset of demipulse generator printed circuit board assemblies, the generator was inaccurately calibrated to measure battery voltage during the production of the device.